Event description:
A female suffered a laceration when a mayfield device allegedly malfunctioned prior to a cervical procedure. The procedure was postponed for a couple of days due to the malfunction. It was reported that the patient suffered some sort of nerve damage in the subsequent procedure a couple of days later. Additional information was requested and on 26jan2015, patient medical records (procedure note and neuro surgery post-op note) were received from the reporter: on (B)(6) 2013, the (B)(6) female patient with a preoperative diagnosis of cervical myelopathy was brought to the operating room for c3-c6 laminectomy. After the smooth induction of general endotracheal anesthesia, the patient was placed into a mayfield 3-point fixation without incident. The patient's body and head were then turned in unison into the prone position and placed on blanket rolls. In the process of positioning her head, an obvious slippage of the mayfield frame was noted. The physician stated "I am holding it and I feel this". Immediately, bleeding was seen and so it was identified that the frame had slipped. The mayfield clamp locking mechanism failed with slippage of the pins. Compression was placed on the bleeding and the patient was turned back into the supine position. The headholder was removed. The patient subsequently was noted to have a 5-6cm right scalp laceration. The laceration was complex and involved the scalp thickness. The other pins sites did not have lacerations. The adjacent scalp was shaved and prepped in a steril fashion, and a complex scalp laceration repair was performed with 3-0 nylon. Because the procedure required replacement of the mayfield headholder, which would be in proximity to the laceration, it was elected at that time to abort the procedure. The patient was awoken from anesthesia and was taken to the recovery room in stable condition. The patient had stable hemodynamics in the recovery room. Additional information was received on 06feb2015 from the reporter: with regards to the patient's scarring, "it is in her hair line but she can feel it and it bothers her".

Manufacturer narrative:
To date, the device involved in the reported incident, has not been receieved for evaluation. An investigation has been initiated based upon the reported information.